Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a firmware upgrade, the pacemaker went into back-up vvi due to insufficient wand contact caused by the patient's movements. Upon interrogation, the device displayed a longevity estimate of 2.90v and inappropriately displayed the device to be at end of life. The issues were resolved by resetting the device to factory settings. The patient was stable.